Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors over infused during patient infusion. The treatment was completed 6 to 8 hours faster than the expected time. The devices have been filled with fluorouracil 3250mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the lot was manufactured from july 14, 2021 - july 15, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.